Event description:
In 2009, the patient reported that for the past few months she has had elevated blood glucose readings in the 425-510 range with her target range being "low-to-high 100's". Symptoms are feeling "really lousy" and she corrects her readings by bolusing insulin via her infusion device. She confirmed the time, bolus history and basal rates on her device are accurate and that she has not received any alerts or errors. She stated, she changes her cartridge and infusion set every 2.5-3 days and was advised to change her headset every 1-2 days. She said, her device adapter is a few months old and was advised to change it every 10th cartridge change. She does not allow the insulin to reach room temperature before filling the cartridge and was advised to do so. She has noted condensation in the cartridge chamber for the past few months. She does not attach the adapter and tubing to the cartridge before inserting it into her device. She was advised to do so. She stated, she thinks her device "fell in the shower with me once". She said her device was splashed but not submerged. She was advised to switch to her backup device. Courtesy adapters, infusion sets and a guide to infusion site management were sent to the patient. On follow up with the patient ten days later, the patient stated her blood glucose has decreased to the 200 mg/dl range. She stated, the replacement device and new infusion sets have helped. The patient did not require assistance from a healthcare professional or second party to address the issue. The infusion device was replaced and requested to be returned for evaluation.